Manufacturer narrative:
Internal complaint reference: (B)(4). Qu, h., zhang, w., sun, s., liu, q., li, b., & sun, x. (2009). Bicon-threaded cup for treating hip rheumatoid arthritis in 24 cases. Chinese journal of tissue engineering research, 10231-10235.

Event description:
It was reported that, on the literature review "bicon-threaded cup for treating hip rheumatoid arthritis in 24 cases", a total of 24 patients underwent an index surgery where a bicon plus shell and a sl-plus stem were implanted as part of a total hip replacement procedure. From this cohort, a total of two (2) patients experienced gastrocnemius static arterial thrombosis. Patients recovered after non-surgical treatment, but it is unknown what specific treatment was performed. Further information is not unknown.